Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-35 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported the patient was light headed and was admitted to the hospital due to intermittent loss of capture on the right ventricular (rv) lead. During evaluation, loss of capture ensured when the patient turned to the right side and high threshold was observed. The lead was reprogrammed. Subsequently, the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.